Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, upon interrogation inappropriate mode switch due to far r sensing. The device was reprogrammed during follow up. The patient was stable.